Event description:
Healthcare professional reported unknown side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Visual analysis of the photographs identified: device patch with lot number 3091520 and catalog number srf-385, the unit is not ruptured, has a deformation and crease fold. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.